Event description:
It was reported that patient's right hip femoral head and liner were revised. "Patient had pre operative groin pain, the liner appeared to be failed and pain was improved after revision".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: device name#femoral head; cat#unknown ; lot#unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.